Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The frame is broken by the seat weld.

Event description:
It is confirmed that the rollator has a broken frame. The frame is broken by the seat weld.